Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the internal gasket fell apart.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During the visual inspection of the device a missing inner o-ring seal was observed. The probable root cause/s could be improper sterilization methods and or handling. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the internal gasket fell apart.